Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that during a medial malleolus osteosynthesis surgery on (B)(6) 2019, two (2) screws broke intraoperatively during use with an electric driver. The procedure was for an open fracture gustillo 2 bi-malleolus of the left ankle following an accident high energy in a soiled wound. The broken screws were removed, however it was noted, the trephine dented a bit the bone capital. A surgical delay of greater than 30 minutes was noted. No further surgery is scheduled. No infection noted. Patient status was listed as fine. Concomitant device reported: unknown driver (part# unknown, lot# unknown, quantity# 1) this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 206.045, lot: 8548850, manufacturing site: grenchen, release to warehouse date: 30.july 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the returned cancellous screw is broken at the threaded tip section. There are strongly damages at the shaft and inside the hex visible. Dimensional inspection: due to the damages the relevant dimension could not be measured. However the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document/specification review: the manufacturing specification were reviewed, and this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Summary: the received condition of the screw is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in july 2013 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Due to the limited provided information we are not able to determine the cause which has led to the breakage. Due to the visible damages inside the hexagon and the strongly wear marks at the shaft we have to assume that a mechanical overload situation has led to breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.